Event description:
A customer reported that the pump battery was depleting rapidly but did not lead to a shutdown. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to uninstall and reinstall the mobile app, with instructions to monitor the battery depletion and follow up if it exceeded 35% per day, which the customer understood and acknowledged.